Manufacturer narrative:
(B)(4). Concomitant medical products: 15-106058, m2a-38 cup non flared sz 58mm, 952490, ep-200144, act artic e1 hip brg 28x38mm s44 dia28, 694930, x180311, bi-metric/x por nc 11x135, 248120, 650-1067, cer option type 1 tpr sleve +3 pe 1, 131600. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02884, 0001825034 - 2018 - 02885, 0001825034 - 2018 - 02883.

Event description:
It was reported patient underwent revision surgery due to recurrent instability. The cup, liner, and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the operative notes. Operative notes state that the cup was noted to be in about 10-15 degrees of anteversion and femoral stem was noted to be in about 7 degrees of anteversion which might have likely contributed to the instability. Device history record (DHR) was reviewed and no discrepancies were found. However, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.